Event description:
A review of service data detected a reportable event. Upon service investigation of electrode belt sn (B)(4), it was discovered that the belt trunk cable connector was cracked. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon service investigation the electrode belt's trunk cable connector was cracked. In addition the trunk cable connector was improperly seated in the pca of the distribution node (dn). Upon re-seating the trunk cable connector into the dn pca, the electrode belt was fully functional. The root cause of the damaged trunk cable connector was unable to be positively determined, but was likely physical abuse. No adverse event resulted from the damaged trunk cable connector. The last patient to use this electrode belt did not report any deficiencies.